Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The clinical analysis reviewed this complaint and stated the following: "the procedure was laser assisted cataract surgery with lensx. The customer reported the lensx part of the procedure was uneventful. The laser assisted capsulotomy was free floating. During the phacoemulsification part, a posterior capsular (pc) tear was noticed. An anterior vitrectomy was performed, and a 3 piece iol was implanted into the sulcus, over the intact anterior capsule. The completed questionnaire was reviewed and the surgeon felt that the pc tear "was aligned with one of the laser chops". Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The incidence of posterior capsule tear during phacoemulsification ranges from 0.7 percent to 16 percent, and has been correlated not only with the learning curve and experienced, but also, apparently, with individual surgical skill. The rate of posterior capsule rupture is also influenced by the surgeon's ability as well as appropriate fluidics setting. Conditions that increase the risk of posterior capsule rupture during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule, however, due to lack of evidence, cause cannot be conclusively determined at this time." The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a pc tear. A completed questionnaire was received indicating that this event occurred during the first case of the day. After the laser assisted portion of the cataract procedure, the capsulotomy was free floating. During phacoemulsification, a posterior capsular tear (pc tear) was noted. An anterior vitrectomy was performed and a three piece intraocular lens (iol) was implanted into the sulcus, over the intact anterior capsule. The surgeon stated he felt that the pc tear was aligned with one of the "laser chops".